Event description:
New information revealed the event was first discovered when the asymptomatic patient presented in clinic. Upon interrogation, it was observed the left ventricular lead was failing to capture at high outputs. The patient was stable before, during and following the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a lead revision procedure. The left ventricular lead was seen to have unspecified capturing issues. The lead was capped and replaced on (B)(6) 2020. The patient condition was unknown.